Event description:
It was reported that the procedure was not completed. A 1.25mm rotablator rotalink plus was selected for use. During procedure, the device began to leak air at the tip of the catheter. The procedure was canceled. There were no patient complications reported.